Event description:
It was reported per call report that the perfusionist explained that the intra-aortic balloon pump (iabp) had been pumping for approximately 1 hr and had not been achieving the goals of therapy (no augmentation, no after load reduction). The pump had been pumping at 2.5cc and the perfusionist had attempted to change it to 30cc by going to standby and then back on. The clinical support specialist (css) explained that going to standby doesn't affect the volume and that it would not correct the problem. The css relayed my concern at beginning to now pump at the full 30cc due to the intra-aortic balloon (iab) being in place for an hour. The css explained that "typically we would recommend removing the iab due to probable clot formation on the membrane, but as this patient has only been reversed from full heparinized state for 10-15 minutes, it is his and the surgeon's choice to keep the iab in place." The css explained that to resume 30cc volume status for the pump the perfusionist needed to go off, unplug the gas connector, reconnect and press the on button. The perfusionist did this while on the phone and the pump is now reading 30cc and the patient is much more hemodynamically stable and now has a "decent" amount of augmentation. The css relayed that it is imperative to pass along in report to the unit nurses that they stay diligent in watching for signs of ischemia from a possible thrombus on the membrane. The perfusionist verbalized understanding. The perfusionist called the css back approximately 20 minutes later and stated that the fiberoptix sensor (fos) waveform had gone flat and the pump had switched to transducer. The perfusionist stated that the pump had done this intermittently in the operating room, but was not consistently flat. The css first had him attempt to flush the line with no change; fos status showed "eo (excessive offset)." The css explained that there may have been an interruption of sorts during the zeroing process. The css had the perfusionist perform a manual calibration to the map obtained from the central lumen. The perfusionist now has a fos waveform and the pressure readings are accurate. The perfusionist has no further questions at this time. The css received no further calls.

Manufacturer narrative:
Manufacturer control no. (B)(4). Sample will not be returned for evaluation.